Event description:
The customer reported that leaking was noted at the upper fitment area of the silicone segment during tpn infusion. A new tpn bag and IV set were hung and the infusion continued.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of tubing leaking at upper fitment was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under microscope noted that both sides of the pvc had insufficient solvent applied at the engagement during manufacturing process. No anomalies were noted. Functional and pressure testing was performed and the set leaked from the pvc tubing and the upper fitment. The root cause of the customer¿s experience was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.